Manufacturer narrative:
This was initially reported on summary report dated (B)(4), 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary frequency, erosion, pain, infection and urinary incontinence. Additionally, the plaintiff allegedly experienced recurrence, vaginal scarring, kidney stones, excision of mesh on (B)(6) 2011, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as aspiration pneumonia.